Manufacturer narrative:
Evaluation results visual findings observed indentations on the exterior housing. Both dust covers underneath the battery slots have been damaged. Rattling sounds can be heard from inside when the unit was shaken due to broken led pipes. Evaluation of the unit found the unit has power with batteries and ac adapter, but it does not sound when in use with sensor and magnet. The speaker impedance is above the normal range and is the cause for the unit having no sound. Being that the unit is already more than seven years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer contacted us via phone call. The customer states the alarm is non functioning except for the tone led with flicker on and off. No apparent damage to nc or sensor port. Battery compartment clean states the customer. The date the issue was discovered is unknown and no incident or serious injury was reported.